Manufacturer narrative:
One device was returned for repair. Visual evaluation found the device in used condition. Device was displaying "42221" error code alarm message during power up with multiple error codes message found in the device's event history logs. An intermittent keypad patient-controlled analgesia dose button was probable cause of the issue. The keypad, overlay, with micro processing board, were replaced to correct issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device's patient button was broken off. There was unknown patient involvement. Analysis of device found "42221" error code alarm message during power up with multiple error codes message was found in the device's event history logs.